Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. The customer had just delivered a bolus prior to the alarm. The customer's blood glucose was 110 mg/dl. Troubleshooting was done. The customer stated that the insulin pump alarmed no delivery during a manual prime. Explained that the alarm may have been caused by an infusion set or reservoir occlusion. Advised customer to replace the infusion set and reservoir as soon as possible. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.